Manufacturer narrative:
MFR#3010617000-2016-00537 was cross referenced in this report. However; zoll's investigation of this battery (s/n #:(B)(4)) showed that the battery functioned as intended and there was no device malfunction noted. Therefore; a MDR will not be submitted for this battery.

Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) and the li-ion battery (s/n:(B)(4)) were returned to zoll (B)(4) for evaluation. A historical review of complaints does not identify a trend and it has been added to trend analysis. A visual inspection was performed and the top cover and the battery compartment were observed to be damaged. The autopulse platform is a reusable device and was manufactured in 05/27/2007. Therefore, these type of physical damage found during visual inspection are characteristic of normal wear and tear for the life of the device and not related to the reported complaint. A review of the archive was performed and found multiple faults (under voltage greater than 18v) to have occurred on the reported event date of (B)(6) 2016, thus confirming the customer's reported complaint. Functional testing was performed on the autopulse platform. The platform passed testing without any faults. Further investigation found that the returned battery (s/n: (B)(4)) was defective and the battery compartment was damaged, thus confirming the customer's reported complaint. In summary, the customer's reported complaint was confirmed during archive review and battery functional testing. The root cause was determined to be a defective battery and damaged battery compartment . Following service, the top cover, battery compartment, the battery cable and pdb board were replaced; the platform passed all final functional testing criteria. Cross reference MFR # 3010617000-2016-00537 for the li-ion battery (s/n: (B)(4)).

Event description:
It was reported that during a shift check, the autopulse platform (s/n (B)(4)) powered on intermittently. The platform shut off when the battery was not securely fitted inside the platform. No patient involved with this event.